Manufacturer narrative:
Block b3: exact date unknown, event occurred few months back from the date manufacturer became aware of the event. Block d6b: explant date: few months ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn:m365sc8336500. Model:sc-8336-50. Serial/batch:(B)(6).

Event description:
It was reported that the patient had inadequate pain relief. The patient underwent an explant procedure wherein all device components were removed.